Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating the patient mid-case, went into standby mode and would not allow volume or pressure mode ventilation. There was no patient harm, the patient was manually ventilated during the absence of mechanical ventilation.

Event description:
It was reported that the device stopped ventilating the patient mid-case, went into standby mode and would not allow volume or pressure mode ventilation. There was no patient harm, the patient was manually ventilated during the absence of mechanical ventilation.

Manufacturer narrative:
It was described that the ventilation stopped mid-case and the device went into standby and wouldn't allow volume or pressure-controlled ventilation. There were no entries in the log file that indicate the described behaviour of the device, a "ventilator failure" could not be confirmed. On the day of the event, there were several changes from vc to man/spon, but always without any indication that the device had switched to standby and/or no longer allows volume-controlled and pressure-controlled ventilation. As well as there were no alarms seen in the relevant logfile indicating that the ventilation stopped or the failure of mechanical ventilation. Before the last change to man/spont, a leak was present, which also influenced a falling minute volume. The atlan had issued the corresponding alarms as specified indicating ¿xmac low¿, ¿tidal volume not achieved¿ and ¿minute volume low¿. Dräger finally concludes that the atlan responded as designed upon the detected leakage situation. Either this has been mistakenly perceived by the user as a vent fail or e.g. A leak was present explaining the reported issue. All in all, there were no entries in the logs that would explain the reported ventilation failure without any alarm. An explanation for observed problems in ventilation would be that the delivered volume had escaped to ambient via a leakage in the patient circuit. It is also possible that the external device environment may had prevented ventilation from being possible as intended (e.g. Due to kinked inspiratory ventilation tubes, etc.). However, an alarm has been given by the device accordingly. Finally, the reported symptom could not be reconstructed but it can be concluded that it was not related to a device malfunction.